Event description:
Patient called to report that the lfs test strips are tearing when inserted into the meter. Patient claims it is happening on more than one test strip. The test strip lot# was not documented. Meter is being replaced, since the port of where the strip is inserted to is the problem. No further information has been reported.